Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. Review of the system log file showed that the issue with malfunction with the ip pc. The fse replaced the ippc and hard drives also downloaded the necessary operating system and software, recreated image store. After replacement of ippc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.